Event description:
As reported by the user facility: brief inquiry description disconnection of IV set from port needle. Detailed inquiry description customer reports infusomat space set disconnected from a port needle hub and blood was found in the bed. Reports no patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.